Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the patient had a hyperopic shift after the lens was implanted. The patient underwent lasik without complications. It was reported that good visual results were obtained without any complications. The event was deemed resolved. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, after intraocular lens implantation surgery, the patient experienced severe hyperopic shift that has been progressing since her last visit. Additionally reported that the patient having trouble walking and she gets dizzy when focusing objects at close distance, so the patient underwent lasik (laser-assisted in situ keratomileusis) which was performed without any complication it was performed with a flap of 90 micrometers. On further evaluation on an unscheduled visit, the patient had good visual results without any complication, so it was deemed as a resolved event. There are two medical reports associated with this patient. This file belongs to right eye.